Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional details have been requested regarding patient involvement.

Event description:
It was reported to philips that the charge button failed. Patient involvement is unknown.

Event description:
It was reported to philips that the charge button failed. Although the device was being used during cardiac surgery, the customer confirmed that there was no adverse effect to the patient resulting from the reported failure.